Manufacturer narrative:
Additional information: no product has been returned for evaluation, however, investigation of the failure revealed that corrosion, surface finish and bending stresses all contribute to pin breaking. A new pin was implemented that had 65% improved strength and significantly improved corrosion resistance.

Event description:
N/a.

Manufacturer narrative:
No product has been returned for evaluation. Evaluation was performed by (B)(6). If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a revision procedure was performed for an unknown reason. During a review of investigation findings from lirc it was identified that the rod had evidence of pin fracture and galling. Additionally it was reported that the rod was unable to be retracted.